Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, serial/lot #: (B)(6) ubd: unknown, UDI#: unknown concomitant product 9735825 lot #: 603001938 h2, h3, h6: the returned controller was analyzed. It was unable to connect to lat and emtest. The reported issue was confirmed. Previously reported codes b01 and d02 are applicable, as is code c02. The returned lemo connector was analyzed. It had been disassembled. The rep was unable to proceed with further analysis. Previously reported codes b01, c07, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735825, serial/lot #: unk, ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. The rep replaced break out box. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that staff must have tripped over the axiem box cord and ripped it out of the bulkhead, the cable covering is stripped." The representative tried to plug in a different cord, but the system stated localizer faulted, they stated no notable damage to lemo connection on the system. The site set up the case with a different navigation system. There was no patient present, and no delay.